Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella 2.5 device. During support, the patient endured aortic insufficiency as a result of impella use. As treatment, the device was removed, the patient recovered, and no further treatment was performed.